Event description:
Reporter indicated a vns pt had high lead impedance with systems diagnostics testing. The pt has had no known trauma, but does have a history of violent seizures. The vns has been disabled by the magnet. Full vns lead and generator replacement is planned.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.